Event description:
It was reported that the drill bit broke off inside of patient. It was stated, resident drilled at the wrong angle putting too much force on drill. All debris was removed from the patient. The surgery was completed successfully with a 15 minute delay using another device.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.

Event description:
It was reported that the drill bit broke off inside of patient. It was stated, resident drilled at the wrong angle putting too much force on drill. All debris was removed from the patient. The surgery was completed successfully with a 15 minute delay using another device.

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. A device inspection was not possible since the affected device was not returned and no other evidences were provided for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No indications of manufacturing or design related problems were found during the investigation. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. More information as well as the affected device must be available in order to determine the exact root cause of the issue. If the device is returned or if any additional information is provided, the investigation will be reassessed.